Event description:
Customer reported an issue where the current pump would not "charge beyond 65%". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.